Manufacturer narrative:
A detailed trace analysis confirmed that the power error detected alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for 4 consecutive hours due to a connector resistance. After disconnecting and reconnecting the internal battery connector, the insulin pump was monitored and had functioned properly. Unable to perform displacement test due to missing retainer ring. The insulin pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage, missing reservoir tube o-ring, and broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected. The customer's blood glucose level was unknown. The product was returned for analysis.